Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. Additional information was requested, and the following was obtained: was the indication for surgery perforated appendicitis or simple appendicitis? Dnk. How many firings of pvs were required to complete appendectomy? 3 firings. Was the pvs used on both meso appendix and appendicular stump? Yes. Was a window created in meso appendix for tip to be visible? Yes. Can if be confirmed that entire width of tissue being transected was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Dnk. Does the surgeon routinely wait 15 seconds prior to firing? Dnk. What was the sight of the bleeding? Mesoappedix. What is the current patient status? Patient is doing fine.

Event description:
It was reported that the doctor performed a laparoscopic appendectomy on a patient and the patient was bleeding on the staple line and needed to go back to surgery. It was not reported what was done to resolve the bleeding or the outcome of the surgery. This is all the information known/available regarding this event.